Event description:
Used coaguchek xs pt inr test strips with the following results. Poct #1 = 6.8, poct #2 = 5.6, blood draw = 5.3. Blood draw was sent out to independent lab for evaluation and resulted in inr value of 5.3. Reporting discrepancy in results from test strips.